Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide cath: mach1 jr 6f. Stent: synergy 4.0. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the proximal right coronary artery (rca) with no tortuosity and no calcification that was 90% stenosed. After a non-abbott stent was implanted at the lesion, a 4.0 x 8 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. Resistance was not felt during advancement of the bdc through the stent and it crossed successfully. The balloon ruptured during the second inflation at 16 atmospheres held for 5 seconds. A replacement balloon dilatation catheter was used to perform the post-dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.